Event description:
The patient reported feeling the same as prior to the last device replacement when the battery was low, with decreased heart rate to around 40 bpm and inability to walk very far without running out of breath. Follow-up has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead, (B)(6) 2005. (B)(4).